Manufacturer narrative:
On 29-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. It was reported that during the operation, blood leakage was found in the hemostasis valve after withdrawing the guidewire and the inner sheath. A new device was used to complete the surgery and there was no patient injury reported. It was reported the specific part that broke was the hemostatic valve that broke or separated. Device evaluation details: on 28-dec-2022, the product investigation was completed. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number (B)(6) and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 25-jan-2023, an error in the product evaluation details was identified. It was noticed the evaluation details indicated a ¿video¿ was received, however, a video was not received, it was only a photo. Please consider this correction for the information submitted in section h10. Additional manufacturer narrative of the 3500a initial medwatch report.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. It was reported that during the operation, blood leakage was found in the hemostasis valve after withdrawing the guidewire and the inner sheath. A new device was used to complete the surgery and there was no patient injury reported. It was reported the specific part that broke was the hemostatic valve that broke or separated.

Manufacturer narrative:
Device investigation details: a picture was provided by the customer to aid in the product investigation. The photo was reviewed following biosense webster's procedures. According to the video provided by the customer, a blood leakage was observed. However, due to the angle in which the photo was taken it is not possible to see the hemostatic valve. The leakage observed on the device could be related to a dislodgment of the hemostatic valve inside the hub, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).